Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04222, 1627487-2021-16594. It was reported the patient experienced an infection at the back and ipg site. Patient has placed on IV antibiotics and vac therapy. Surgical intervention took place wherein the system was explanted. Infection has resolved.

Manufacturer narrative:
Based on the documents reviewed, the source of the infection remains unknown.